Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 6 was failed to open. The field service engineer removed the drawer for inspection and found that the magnet was missing from the inseparable. The fse replaced the inseparable magnet to fix the issue and verified that the customer completed the login and inventory without any issues. The fse also checked all the drawers, slides, and electronic connections in the drawer and cleared out all the dust under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed and unable to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.